Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in the emergency room with muscle stimulation near the sternum, x-ray revealed lead dislodgement. It was noted that the patient had a pocket revision 2 weeks prior. No electrical anomalies were observed. Hv therapy was disabled, and the lead was later explanted and replaced. The patient was doing well and will continue to be monitored.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.